Event description:
It was reported that a patient presented to clinic for follow up. The atrial lead exhibited noise over sensing resulted in noise reversion and automatic mode switch. Programming change was performed, and the lead will be monitored. The patient had no consequences.